Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a study patient had the lens exchanged for a different model lens due to worsening of vision and "patient intolerant of visual symptoms." Additional information was received from the surgeon, who reported that the event was related to the optical properties of the iol, and the patient was discontinued from the study.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).